Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the programming history available to the manufacturer for the patient's vns generator, it was found that a faulted diagnostics test likely occurred that resulted in a change in the patient's settings. The faulted settings were corrected at the next visit. No adverse events were reported as a result of the change in settings.